Manufacturer narrative:
Evaluation result: fowler, gas spring trip bracket.

Event description:
It was reported by service report that the fowler drifts up and won't stay down. No patient involvement or adverse consequences are reported.